Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached between 300 and 574 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. The patient was treated with saline, insulin, potassium, and dextrose. The patient was released after 3 days. The pod was removed in the ER. When removed from the infusion site (back), the pod's cannula was found to be dislodged. Ketones were checked and found to be large. As treatment, the patient's basal rate was lowered from 1.3 to 1.0 and the pod was discarded.